Event description:
(B)(4), the initial importer and private-label distributor of the medichoice instant cold compress, received an adverse event and product problem report from an end user. The end user reported that she received a medichoice instant cold compress from her physician following an injection in her back to address ongoing back pain. The end user reported that she applied the product as directed but immediately began to feel pain and discomfort. The end user reported that the area where she had applied the cold compress was bright red and blistered the following day. A physician treated the area with ointment, but it continued to blister and did not heal. The end user reported that a skin specialist has diagnosed the end user with second degree burns that will require skin grafts.